Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device went to recommended replacement time (rrt) pacing and that the patient is reportably uncomfortable at being paced at the vvi 65 rate. The device was replaced. No patient complications have been reported as a result of this event.